Event description:
It was reported that the patient experienced difficulties squeezing the pump as it would not collapse and pain with a minimal erection with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.